Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 279 mg/dl. Troubleshooting was performed and it was found that the time on the insulin pump was off by twelve hours. The customer was assisted with correcting the time on the insulin pump. The insulin pump passed the prime test. Nothing unusual was noted in the alarm history. The high pressure test could not be performed because the customer did not have a tubing clamp.